Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and there was no magnet response or communication with the programmer.